Manufacturer narrative:
H10. Manufacturer narrative updated to ,"the sensor was successfully removed on the second attempt on (B)(6) 2021. The high rate of inability to remove sensor was addressed under CAPA-0104 which was closed per ntf-0404. No further investigation was found necessary".

Manufacturer narrative:
The sensor was successfully removed on the second attempt on (B)(6) 2020. The high rate of inability to remove sensor was addressed under (B)(4) which was closed per (B)(4). No further investigation was found necessary.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the physician was unable to remove the sensor in the first attempt, the sensor was succcessfully removed during the second removal attempt on (B)(6) 2021.